Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a replace now battery alarm and power error detected. The customer¿s blood glucose level was 106 mg/dl and 107 mg/dl. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised that the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Unit passed the displacement test, self test, sleep current measurement and active current measurement.